Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mk6701 batch number, and no non-conformances were identified.

Event description:
It was reported that a dog underwent a laparatomy for jejunal invagination on (B)(6) 2019 and suture was used. The suture was used continuously to approximate the muscle layers of the sterno-umbilical median incision. One day post op the suture had broken in one or more places.